Event description:
It was reported that the arctic sun device had banner stating low flow. The nurse tried stopping therapy and restarting, but banner did not go away. Confirmed that the nurse had not received an actual alert or alarm. Water flow rate (wfr) was reading 0.9 l/m. Advised that the device recognized a low flow for an adult patient, but this was a good water flow rate (wfr) was for neonatal pads. If they were not receiving an alert 02 (low flow), then they were good to proceed with therapy. Water flow rate (wfr) for neonatal pads should be 0.7 l/m or higher. Call back if anything changed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ pads should be placed on healthy, clean skin only. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had banner stating low flow. The nurse tried stopping therapy and restarting, but banner did not go away. Confirmed that the nurse had not received an actual alert or alarm. Water flow rate (wfr) was reading 0.9 l/m. Advised that the device recognized a low flow for an adult patient, but this was a good water flow rate (wfr) was for neonatal pads. If they were not receiving an alert 02 (low flow), then they were good to proceed with therapy. Water flow rate (wfr) for neonatal pads should be 0.7 l/m or higher. Call back if anything changed.